Event description:
It was reported the patient had an elective explant of the scs system. Follow-up information received the reason for the explant as the product did not help with the patient's pain relief. It was stated the patient declined the offer for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.